Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of crystals in the biopsy channel was confirmed. Based on the results of the investigation and the information provided, the white-crystal foreign material that had been residing in biopsy channel could not be determined. The material may not have been removed because the user possibly could not perform reprocessing properly due to leakage from air/water channel. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had white crystal foreign material inside the channel tube. There were no reports of patient harm.